Event description:
After one year of cochlear implantation, this pt reportedly hit her head on a table corner and then was unable to hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery has been recommended, but it is not known if the procedure has been scheduled.